Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (+500 mg/dl). Customer exercised and delivered boluses to stabilize blood glucose levels. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management. In addition, customer received a button alarm. Customer was unsure how the alarm was triggered. Customer was able to clear the alarm and resume insulin delivery.